Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide guidewire was confirmed. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. The sample was received fully assembled. Usage residues were evident throughout. The guidewire protruded slightly from the needle tip. The guidewire was kinked at the exit site from the needle. The guidewire was intact. Microscopic inspection of the wire confirmed a sharp kink. The coils were misaligned in the vicinity of the kink. Microscopic inspection of the needle revealed mechanical damage along the proximal edge of the bevel. The guidewire and needle deformation were consistent with damage caused by retraction against the needle bevel at a sharp angle. Attempted insertion at a steep insertion angle and into tissue may contribute to this type of damage. A lot history review (lhr) of redv3445 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2020, when placing the midline peripheral catheter in the recovery room, the end of the guide bends. A second device is used and then a third, without success. The consequences for the patient are marked by an extension of the duration of the installation of the midline and the associated pain. It was reported this event occurred with three devices. This report addresses the first device. (B)(6) 2021: the device returned for evaluation was found kinked.